Event description:
Charite disc does not have my natural motion back and is causing severe leg and back pain forcing me to take pain medications, sleeping pills and unable to work. It has forced me to take disability from social security and has caused numerous personal problems as well.